Event description:
It was reported that a spectrum infusion pump had a door not fully latched message. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanical assembly. Evaluation also found loose hardware that secures the mechanical assembly into the front case. The front case assembly was replaced.